Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. Customer's blood glucose level was 270 mg/dl. Reportedly, the customer primed the tubing to resolve the issue.